Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported an event in the ICU in which two pump modules shut off; one of the channels was infusing levophed. Channels a and b alarmed for "critical failure error", flashed red then shut down. The pt's blood pressure dropped but recovered when the infusion was restarted approximately 2 minutes later. The pump modules were inspected by biomed after the incident and corrosion was present on the iui connectors. Although requested, no further pt or event information was provided.